Event description:
It was reported that tandem wall adapter and charging cable were damaged and no longer worked. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement charging supplies to be shipped with two-day delivery.